Event description:
It was reported that tubing cracked and leaked at the filter while on a patient in the cvicu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking filter was not confirmed however a crack and leak from the female luer was confirmed. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the filter extension set. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the cracked female luer. The location of the luer gate on the female luer indicates that this female luer was manufactured before the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. The source of the leak is due to a crack in the female luer component. The root cause of the luer damage has been determined to be the location of the gate in the female luer production mold.

Event description:
It was reported that tubing cracked and leaked at the filter while on a patient in the cvicu. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported cracked and leaking filter occurring during use on a cardiac patient. There was no report of patient harm.